Manufacturer narrative:
Concomitant medical products: product ID: etcf2828c49e, serial/lot #: (B)(4), ubd: 03-jan-2019, UDI#: (B)(4). Product ID: etcf2828c49e, serial/lot #: (B)(4), ubd: 09-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm on. It was reported the patient presented emergently approximately 9 years post index procedure. CT revealed a ruptured aneurysm and the aneurx stent graft had migrated and separated from another manufacturer previously implanted stent. 3 endurant cuffs (2 28x49 and 1 x 32mm) were implanted to bridge the gap between the aneurx and the non-mdt stent graft. After deployment of the endurant cuffs a type ia endoleak was observed. The physician then converted to an open repair and wrapped umbilical tape around the infrarenal aorta to seal off the leak which successfully resolved the endoleak. As per the physician the cause of the event was anatomy related and commented that the aneurysm remodeled and decreased in size as the aneurx migrated away from the non-mdt implanted stent. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Films review summary: the exact cause of the stent graft migration, leading to the proximal type I endoleak and aaa rupture, could not be determined from the limited films provided. Pre-implant anatomy was not provided, and earlier post-implant films or recent CT¿s were not available for review. Several returned still angiograms during an intervention confirmed that the aneurx bifurcate had migrated several cm¿s below the renal arteries. A palmaz stent was seen proximal to the bifurcate, having completely detached from the bifurcate, and appeared likely positioned just below the renal arteries. The aneurx was angulated ~90 deg to the palmaz stent neck indicating a current infrarenal angulated neck of ~90 deg. No contrast injection was seen prior to the intervention; however, it is likely that there was a proximal type I endoleak due to the migration. Other than one (1) of the 4 proximal markers of the bifurcate (on the right-lateral side) which appeared to have detached from the bifurcate proximal margin, the bifurcate aortic body and both limbs of the aneurx stent graft system appeared to be mostly intact and essentially straight. The final image post -intervention revealed that 3 endurant cuffs had been implanted up to the level of the renal arteries, bridging the gap between the renals and bifurcate/palmaz, and contrast injection showed no clear endoleak. It is possible that disease progression and aneurysm morphology changes, as indicated by the current severely angulated proximal neck, may have contributed to the stent graft migration and associated rupture. The exact cause of the likely single aneurx proximal marker detachment also could not be determined, but may have also been caused by suture abrasion due to stent graft angulation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.